Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A lead perforation was reported. The patient presented to the clinic with chest pain and worsening hf symptoms. Upon interrogation the rv-waves dropped and the capture thresholds increased. The physician performed a pericardial window to repair the perforation. The lead was explanted and will not be returned.